Event description:
The manufacturer's representative provided additional information indicating that the left neurostimulator was also replaced due to normal battery depletion and displayed an impedance of 3,084 ohms at contact 1. After replacement, the new ins displayed normal impedances. Patient's family was informed that the patient's ipg's have normal impedances and that the patient is eligible for head only MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.